Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's stimulation was too high one time and was burning the patient's back. The caller asked for help with the patient programmer (pp) and had to change the batteries. The caller stated that they did not know what they did, but the pp showed 0.5 instead of 0.8 and the caller needed help going back to 0.8. The caller used the pp during the call and it appeared that the pp was not syncing at first and the when the caller tried again the pp was able sync as intended. At the time of the call the pp showed stimulation to be at 0.5, but the ins was turned off. It was reviewed with the caller that the ins needs to be turned on before stimulation can be increased. After turning the ins on the caller was able to increase stimulation to 0.8 as expected. Patient status is unknown at the time of this report. No additional complications were reported or anticipated.